Manufacturer narrative:
(B)(4). A review of the device's therapy log revealed the user had ultrafiltration reading of 1315ml during the therapy initiated on (B)(6) 2012 07:07:23 night drain cycle 6, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 6 drain was completed on (B)(6) 2012 at 15:20 and the user's actual drain volume during cycle 6 was 3154ml. The user had a partial fill of 1838ml and the actual drain volume of 3154ml is 158% of largest prescribed fill volume (lpfv) of 2000ml; therefore, this incident does not meet iipv criteria.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 07:07:23. During night drain cycle six, the patient's ultrafiltration reading was 1315ml, indicating the home patient (hp) drained 1315ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.